Event description:
A report was received that the pt was receiving intermittent shocking sensations. A database analysis indicated that the ipg had a number of resets. X-ray of the lead confirmed that a contact was dislodged. The bsn sales representative reprogrammed the pt, and the pt was reportedly doing well. No further action will be taken at this time.